Event description:
It was reported that this lead was unable to be successfully implanted due to the lead being broken and not being able to seat properly. The lead also exhibited helix extension/retraction issues. The lead was then removed prior to pocket closure and successfully replaced. The lead is expected to be returned for analysis.

Event description:
It was reported that this lead was unable to be successfully implanted due to the lead being broken and not being able to seat properly. The lead also exhibited helix extension/retraction issues. The lead was then removed prior to pocket closure and successfully replaced. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.